Event description:
It was reported: pt originally replaced in 2000. Presented shortly thereafter with pain. Continued to present with pain. Evaluated for infection. Continued to watch, then scheduled for revision after notification of recall.